Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The customer from the netherlands reported "instrument leaks reagent". The reagent racks were full of hematoxylin stains, as well as air bubbles in the tube of the dispenser. Only the controls were affected. The field service engineer inspected the instrument and replaced the syringe and the stopcock which resolved this malfunction. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.